Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29416. It was reported a patient's right ventricular lead presented with loss of capture due to fusion on the pacemaker. There was a concern in the decrease of battery longevity of the pacemaker as well. Intervention discussed but no changes were reported. The patient was stable.